Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that about 2-3 weeks ago noticed a return of urgency and frequency symptoms. When asked, the patient rep said that patient had an unrelated procedure about 6 weeks ago and afterward was hospitalized for 4 weeks. The patient rep said that the implant was turned off before procedure and they were told that therapy was turned back on afterwards. Reviewed therapy information and general programming guidance. With instruction, caller connected to implant, confirmed that stimulation is on and made a slight increase in the setting. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider to further address the issue.